Event description:
It was reported that the user contacted support due to low glucose readings while using the ilet bionic pancreas, with the device showing 47 mg/dl and a confirmatory fingerstick of 69 mg/dl; the user ingested oral carbohydrates including approximately 8 ounces of apple juice and candy, and received education on treating hypoglycemia with 15 grams of carbohydrate every 15 minutes until recovery. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included customer counseling on hypoglycemia management and verification via fingerstick. Investigation of this case revealed no alerts or alarms and no device malfunction identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.